Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation and was inflated five times. However, during inflation at under 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1- initial reporter phone: (B)(6).